Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank during use and was not viewable. There was no harm or injury reported. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.